Manufacturer narrative:
(B)(4). Concomitant medical products: item #: 113848, item name: titanium low profile screw, lot #: 471120. Reported event was confirmed by review of operative notes provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review also could not be performed without product identification. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip arthroplasty revision surgery, the tip of a screwdriver fractured off into a screw while removing the screw from the cup. The cup was loosened with osteotomes and removed. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.